Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 498 mg/dl. Customer stated that all night the alarm went off. Customer cannot get her blood glucose level down. Customer stated that she took 15 units through a pen. Customer performed a fixed prime and the pump alarmed no delivery. Pump was working as designed. Customer was explained that the alarm was caused by a set/reservoir occlusion. Customer was advised to monitor the pump. No further assistance needed.